Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomena could not be reproduced, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported that after powering on the visera elite video system center when preparing the device for use in a laryngoscopy (patient was not under anesthesia), the lcd displayed the olympus logo and the monitor displayed a color bar. The reported problem was resolved after the device was restarted, and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.